Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurate high as compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified time on either (B)(6) 2011 or (B)(6) 2011, she allegedly obtained high readings in the "130's to the 250's mg/dl." The patient stated that she manages her diabetes with oral medication, 1000mg of metformin taken twice a day and glucotrol (unknown dose), and took her usual daily dosage of oral medication in response to the reported issue. On (B)(6) 2011 at around 9:30pm, the patient claimed to have developed symptoms of feeling "shaky, hot, and sweaty" but denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. The cca also noted that the patient was using expired test strips. No replacement products were sent except for the complimentary control solution. Although the patient denied receiving any treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.